Event description:
Customer called to report a hospitalization for high blood glucose. The customer blood glucose reading at the time of the event was 953 mg/dl. Customer's diagnosis was diabetic ketoacidosis. Customer was treated with humalog. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.